Event description:
On (B)(6) 2016, the reporter contacted lifescan france, alleging that the subject meter read inaccurately erratic. The reporter could not specify the results obtained on the subject meter, but stated they were performed within 20 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.